Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with non-sustained rv oversensing due to post-paced t-wave oversensing. Oversensing was noted on the ventricular lead on a stored egm. Patient did not receive therapy during the oversensing. Programming changes were recommended. Further actions will be discussed with the physician. No further information is available.

Event description:
New information received indicates that programming changes were made. The issue was resolved. The patient's condition did not change in relation to the programming changes.